Manufacturer narrative:
The reported complaint was not verified. Per the field service representative, the user facility declined any evaluation as their in house biomedical technician will be addressing the issue. Multiple diligence attempts to determine root cause and additional information were unsuccessful. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that the battery of the heart lung machine (hlm) needed replacement. No other details regarding the nature of this event were provided.